Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with a complaint of "low o2 [purity]," which occurred when the unit was new and directly out of the box. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined the oxygen sensing element of the pc board was defective, which may have been the result of shipping damage.